Manufacturer narrative:
On june 25, 2025, a report was received from the importer stating that there were no issues with the image quality of the device. We determined that the device was operating normally because there were no device error logs and there were no image quality issues.

Manufacturer narrative:
The investigation is currently ongoing. The information currently available is as follows. 1. We have received reports from medical technicians that the patient had many medical problems. 2.there were no device error logs. 3. We have received reports that the device was operating normally.

Event description:
On may 29th, 2025, fujifilm corporation was informed of an event involving echelon oval MRI system. Patient has died while being scanned for abdomen on echelon oval MRI system.